Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized due to leakage at site event on (B)(6) 2024. The infusion set was in use for 2 days . The blood glucose level was found to be 590mg/dl. The patient was treated with bolus via pump, no further information available .

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR .

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-24794. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6003992 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and (wi) guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (wi) version 3 on reference samples, 05 samples out 05 samples passed the test. Functional flow test 1 according to (wi) version 2 on reference samples, 05 samples out 05 samples passed the test. Functional leak test 2 according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003992 was manufactured according to the (wi) version 108 manufactured in the inset 2, on 07/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6003992 and no other complaint have been registered in database for the same lot 6003992 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.